Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Customer reported that during hygiene of the resident in the shower stretcher, while making a postural change, the right-side rail of the shower stretcher opened causing the resident to fall. The patient sustained skull and face contusion, scalp and neck contusion.

Manufacturer narrative:
Customer reported that during hygiene of the resident in the concerto shower stretcher, while making a postural change, the right side rail of the shower stretcher opened causing the resident to fall. The resident sustained a skull and face contusion, scalp and neck contusion. The concerto device is equipped with two side supports located on each side. To release it from the up position the two black catches need to be pressed at the same time. When raising the side support, the two catches shall be snapped into place. The device was not serviced by arjo but internally by the customer. The device inspection and photos provided showed that the concerto right side rail was bent with locking hook (black catch) not locking in place. The photos provided suggests that this part might have been defective prior to the incident and the defect might not have been noticed by the caregiver. Additionally, the resident's postural change with the bent side support could cause the side support to open and the resident to fall. Following the device instruction for use (IFU;04.ba.05_17): -"actions before every use (...) If any part is missing or damaged - do not use the product!" -"warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." -"when raising the side support, make sure the two catches snap into place" according to the preventive maintenance schedule, the functionality test of the concerto should be performed every week and this includes test for "catches on the side supports". Moreover, the catches should be replaced every year by the qualified personnel service. Based on the information gathered during the investigation, it appears that the cause of the resident's fall could be a failure to follow the instructions for use. In summary, the concerto device did not meet performance specifications due to damages found. The event occurred during use with the resident. The complaint decided to be reportable due to the patient's fall reported.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.